Event description:
It was reported that: when inserting a guiding catheter into the sheath, it got stuck in the middle of the sheath. Therefore, the sheath was removed and replaced to complete the procedure. No injury to the patient occurred. No abnormality was found on the sheath before use.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4). In section d provided the full UDI # **UDI related data quality updates only**

Event description:
It was reported that: when inserting a guiding catheter into the sheath, it got stuck in the middle of the sheath. Therefore, the sheath was removed and replaced to complete the procedure. No injury to the patient occurred. No abnormality was found on the sheath before use.

Event description:
It was reported that: when inserting a guiding catheter into the sheath, it got stuck in the middle of the sheath. Therefore, the sheath was removed and replaced to complete the procedure. No injury to the patient occurred. No abnormality was found on the sheath before use.

Manufacturer narrative:
(B)(4).